Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete. Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) sent the devices back for repair. There was no patient impact.

Manufacturer narrative:
The mainframe was received in good condition. It has the latest software version. The item was successfully tested according to its manufacturing specifications. The patient interface was received in bad condition. It has 2 worn wave washer replaced. The item was successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.